Event description:
Needle pull off. Customer stated while making the first pass into tissue the needle would pull off. Customer got another silk black braided suture and no problems were noted. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.